Manufacturer narrative:
Device was received with all buttons functioning properly. Device was received with the operating currents within specifications and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No unexpected no delivery alarm noted during testing and the no delivery alarm functioned properly during the basic occlusion and occlusion tests. No damage on the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. Device was received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level and was admitted to the hospital. The blood glucose level of the customer was unknown. The customer stated that the insulin pump was not delivering the insulin and unexplained no delivery alarms. The insulin pump will not be returned for the analysis.